Event description:
It was reported that multiple cartridge alarm occurred during insulin delivery and one cartridge alarm occurred during the load sequence. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issues.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.